Event description:
It was reported that during an anterior resection procedure, when the surgeon inserted the bladeless trocar, suddenly a gas leakage happened. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.